Event description:
It was reported that about three weeks ago, around (B)(6), during a procedure a microdebrider handpiece became extremely hot to the touch. The device was switched out and the procedure was completed. There was no impact to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to service and repair for evaluation. Service and repair evaluated the device and found no fault. The alleged complaint could not be confirmed and a root cause could not be determined.